Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a needle from a nexiva device that was fully separated from the nexiva IV catheter. Instead of being locked over the needle tip, the tip shield safety mechanism was positioned adjacent to the grip, which indicates that the needle was not retracted through the safety mechanism when the needle was removed from the nexiva IV catheter. There were no significant bends noted on the needle. The reported issue was confirmed for difficult needle disengagement and found to be manufacturing related. During manufacturing, this may occur due to a misalignment or a bad washer. As the physical sample was not returned, the condition of the washer could not be determined. The DHR for lot 2312192 was reviewed. This lot was built and packaged on nfa line 1 from 17-nov-2022 through 20-nov-2022 for a quantity of (B)(4). Qn #(B)(4) was opened for difficult needle disengagement/retraction. The quality assessment indicated that the lot was within the allowable defect rate and no additional action or investigation was required.

Event description:
No additional information. It was reported that the bd nexiva¿ closed IV catheter system needle disengagement (removal) difficult. The following information was provided by the initial reporter, translated from japanese to english: during use, it was found that it was difficult to withdraw the needle core and it became stuck. After pulling it out with force, it was found that the needle core device was skewed. The affected quantity is 1, which has no adverse effects on patients or medical staff.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle disengagement (removal) difficult. The following information was provided by the initial reporter, translated from japanese to english: during use, it was found that it was difficult to withdraw the needle core and it became stuck. After pulling it out with force, it was found that the needle core device was skewed. The affected quantity is 1, which has no adverse effects on patients or medical staff.